Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are unable to power up their controller. They indicated that the screen is blank, and that their implantable neurostimulator (ins) battery is probably dead too. The patient noted that the green light shows on the charger, but not on the controller, and the controller screen remains blank. Troubleshooting was done at the time of the report. The patient replaced the controller aaa batteries with new ones and tried placing the lithium battery in the controller. Both steps resolved the issue, and the patient was able to successfully power up the controller. Patient services reviewed that the lithium battery may have been in wrong, or that the controller reset may have resolved the issue. The patient confirmed that the controller was functioning as normal. They added that the ins battery status showed ¿empty, cannot provide stimulation.¿ the issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.